Event description:
According to the facility, syringes are "broken and leaking during use."

Manufacturer narrative:
According to the facility, syringes are "broken and leaking during use." Per the facility, there was no serious injury or medical intervention needed, and the procedure was able to be completed after opening a new syringe. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.